Manufacturer narrative:
Final device analysis for neurostimulator (B)(4) revealed that the setscrew was cross-threaded due to surgical error.

Event description:
During a procedure to replace an implantable neurostimulator (ins) system, impedance readings of greater than 4000 ohms was noted. The lead was unscrewed and re-set back into the ins twice and the impedance readings remained greater than 4000 ohms. The procedure was completed using another ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.